Event description:
The patient reported blood glucose readings of between 250-302 mg/dl for the past 5 days. She has changed all accessories for the infusion device (infusion set, adapter, cartridge, site, and piston rod). She has also changed to insulin from a different bottle. The patient feels tired and weak, but "not sick". She has increased both her basal and bolus rates over the last couple of days to try to bring levels back to normal. She has not tried to inject insulin to bring down her readings. The infusion device has not given any alerts or alarms. The patient was advised to disconnect from the infusion device and bolus into the air. Insulin did not come out of the end of the tubing. The patient was advised to switch to her back up infusion device. Upon follow-up, the patient's blood glucose readings were in the normal range with the back up device. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.